Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked insulin from the septum. In addition, it was reported that the battery gauge was observed to be fluctuating. Lastly, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level ranged from 130-200 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.